Event description:
It was reported that the catheter tip was fractured during the removal of the stent delivery system from the body. This was reported to have occurred after the stent had already been released. After the outer sheath was withdrawn, it was alleged that the tip of the catheter was detached and was still on the guidewire. The catheter and detached tip were removed from the patient. The procedure being performed was stenting of the iliac artery. A sheath was used for the procedure, but the size was unknown. It was reported that the user had no difficulty advancing to the intended site and felt no resistance when retracting the delivery system. No reported injury to the patient.

Manufacturer narrative:
This report is being submitted, as this product, ex070803cd is the same or similar to a product that is currently being marketed in the united states. The stent remains implanted, but the delivery system sample was returned and the evaluation is currently underway.